Event description:
It was reported that a malfunction occurred on a newly received pump immediately after it was plugged in, displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer acknowledged and understood.